Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: reason for device explant and/or reoperation: left breast prosthesis deflation, right breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with unspecified mentor saline breast prostheses when the left breast prosthesis deflated after implantation. Breast asymmetry was detected by a thermography exam. In addition, the patient developed capsular contracture (baker grade unknown) in her right breast. As a result, the patient underwent bilateral explantation with no replacement devices on (B)(6) 2019. This medwatch report is for the patient¿s right breast prosthesis.